Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the procedure, when the right ventricular (rv) lead was removed from the sheath, it got hung up on the tip of the introducer. After removing from the sheath it appeared as though the coils had been stretched or separated. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.